Event description:
The procedure was done arthroscopically. The tendon was detached and the drill hole prepared as per recommended technique. Surgeon inserted the screw in the drill hole to reattach the tendon, the tendon came out of the hole. The screw was then too big for the hole so had to be taken out. The screw then came off and the surgeon was unable to find it. The surgeon resorted to a mini-open procedure to find the screw, but he couldn't find the screw. As the material was peek, the surgeon couldn't use x-ray to locate the screw. The screw was left in the patient as the surgeon was unable to find it.

Manufacturer narrative:
Device is not being returned for evaluation.(B)(4)